Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed cutter insertion test and the neuro-tip leg and foot had been drilled into. It was determined that the device could not accept the cutter because the bearings were worn out and loose which created a situation where the cutter could not be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was due to worn out bearings due to normal use and servicing over time. The neuro-tip leg and foot damage was due to excessive lateral force be placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, which was due to user error. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings were damaged, ball bearings fell apart and were missing, the cage did not exist and the crane handle was damaged. It was also observed that the neuro tip leg and foot had been drilled into. It was further determined that the device failed cutter insertion testing. It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.